Event description:
Rep reports that the microsensor skull bolt kit (microsensor) had been implanted and pt sent for CT. When the pt returned to critical care unit the icp express box read "no transducer detected". The surgeon and ccu clinical nurse specialist noted stretching in the microsensor catheter. The microsensor was replaced and pt is doing well.